Manufacturer narrative:
It was reported to abbott the patient¿s ipg became inoperable due to user error. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient did not charge their ipg as recommended. The ipg was deemed inoperable. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Issue resolved.